Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 days post implant of this temporary pacing lead, it was explanted. The reason for the explant was reported as the pacing wire had lost capture. All connections from the pacing box to the wire appeared to be connected properly. The patient did not have an underlying rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated a2 updated a3a, a3b updated b3 updated b5 updated d6b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the patient was taken to a cath lab for a replacement temporary pacing wire insertion due to the loss of capture. It was noted that the pacing wire had been inspected prior to use. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: date of event, updated. D: 6a. Implanted date, updated. D: 6b. Explanted date, updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, review of the returned product distal section did not identify a root cause for loss of capture in the reported event. No electrical verification has been carried out as only a section of the product is available. ¼ of the returned product electrode ring surface is covered with insulating material. Except for this condition, the returned distal section is as expected post-surgical application. The original manufacturing construction ensures edge-to-edge construction between the blue insulation and the electrode ring. This situation occurring post manufacturing and delivery; certainly, affects the inter electrode ratio as originally designed to get optimum pacing / sensing condition between cathode and anode. This configuration most probably occurred due to extra handling and stress applied to the lead body insulation material such it slips over the electrode ring. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5 updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the patient experienced cardiac arrest following the loss of capture. It was noted that all external components of the pacing system, including the leads and pacing box, were replaced and cardiopulmonary resuscitation (CPR) was commenced. It was stated that external pacing pads were applied and pacing was re-established. It was further reported that the patient required a permanent pacemaker implant. It was mentioned that there were no obvious issues noted with the device or wires. It was noted that the patient had undergone a heart transplant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrections: d4 - model#, expiration date, lot# and unique identifier (UDI)# added. G2 - PMA / 510(k)# corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.